Manufacturer narrative:
(B)(6). Additional information will be provided following the conclusion of the investigation.

Event description:
Getinge become aware of an issue issue with one of surgical lights - maquet powerled ii. It was stated that the plastic cover on light arm coming loose and fell off at the end of operation. There was no injury reported.